Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moved freely up and down grip the grip drive adapter. The complaint was confirmed by failure analysis. The root cause was attributed to manufacturing.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the vessel sealer extend instrument jaws could not open. The customer reseated the instrument but the instrument only opened partially. The customer tried to open the instrument using the back button but it still would not open. The user completed the procedure using a backup vessel sealer extend with no further issue reported. No known impact or patient consequence was reported.